Event description:
The pt was injected with evolence to the glabella area. A 48 hours later, she developed edema, hematoma and redness at the glabella area. The treating physician prescribed local steroid ointment locally and augmentin po. Due to unresponsiveness to the treatment, the pt was referred to the (B)(6) (four days after the initial treatment with evolence), who diagnosed herpes simplex eruption aggravated by the use of local steroids. (B)(6) recommended valtrex (antiviral treatment) 1g/day for 7 days and ceforal 2g/day and fucidin ointment locally. About two weeks after injection of evolence the pt was presented with a scar (2x1 cm) at the glabella area. The company was notified of the scar on (B)(6), 2009.

Manufacturer narrative:
Lot # 2587 and expiration date: 04/01/2010. The kol concluded the case as a herpes simplex infection at the site of dermal filler injections, which was treated with local steroid. The (B)(6) does not think that the product is related to the filler itself because the lesion appeared 48 hours after injection adn was aggravated by the usage of local steroids. The initial report on (B)(6), 2009 included only edema, hematoma and redness. The company was not informed until (B)(6), 2009 of the presence of a scar, at which point this adverse event was determined to be reportable.